Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The rental unit was evaluated by company repair technician. The reported issue was not duplicated.

Event description:
The customer reported the vent keeps stopping for no reason. The map is steady, but every few minutes, the ventilator alarms (visually and audibly) "driver stopped." The rts have been posted by the bedside so they can quickly restart the vent. No patient compromise. A replacement ventilator has been authorized.